Event description:
It was reported the customer was receiving no delivery alarms. Customer stated the alarms occurs when their insulin reaches 2.3 units during fill tubing. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit with a push plunger. It was also found insulin was able to exit with a manual prime and the insulin pump did not alarm no delivery. The customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).